Event description:
It was reported that the patient went asystole and expired. Post mortem interrogation of the implantable cardioverter defibrillator (ICD) revealed several non-sustained tachycardia events and short v-v intervals and one ventricular fibrillation (vf) episode that was treated successfully. In addition the device was noted to be at elective replacement indicator (eri). No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).